Manufacturer narrative:
Eval summary: the device was in vivo for approx 1 yr. No operative notes or x-rays were provided. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The mfg lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. It is unk if the proper surgical technique was followed when implanting the liner. Mating instrumentation used in surgery is unk. Pt age is (B)(6), but other factors such as bmi, activity level, and compliance to the rehabilitation protocol are unk. Based on limited info provided, it is not possible to determine a definitive cause for this failure with certainty. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to loosening after an infection and fracture of the liner.